Event description:
An optician reported that a patient experienced a corneal ulcer (location unknown) associated with wear of air optix night & day aqua contact lenses. The patient has seen 4 doctors in 4 days at a hospital based ophthalmic facility. Treatment has consisted of antibiotic and steroids. Request has been made for additional details, however, no further information was provided.

Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is considered as a possible infectious corneal ulcer." As there was no product returned or lot information provided, no detailed investigation can be performed.